Event description:
On an unknown date, a 27 mm biocor valve was implanted. On (B)(6) 2018, the valve was explanted and replaced with a 25 mm biocor valve due to valve degeneration leading to mitral regurgitation. The patient is reported to be stable.

Manufacturer narrative:
The results of the investigation concluded the valve had been returned extensively fragmented. Mild fibrous thickening was observed on the retuned fragmented cuspal tissue. Calcified nodules were observed on one of the fragmented cusps. Thinning and a loss of collagen fibers and degenerative changed were observed on all cusps. No acute inflammation were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2011, a 27 mm biocor valve was implanted. On (B)(6) 2018, the 7-year-old valve was explanted and replaced with a 25 mm biocor valve due to valve degeneration leading to mitral regurgitation. The patient is reported to be stable.

Event description:
On an unknown date, a 27 mm biocor valve was implanted. On (B)(6) 2018, the valve was explanted and replaced with a 25 mm biocor valve due to valve degeneration leading to mitral regurgitation. The patient is reported to be stable. Further information from the field indicates the initially implanted valve (27mm biocor valve) may have been a 27mm masters valve which required explant secondary to thrombus. Additional information has been requested to clarify the actual product and the reason for the explant.